Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was approximately 5 ml and was not contained within the instrument. The customer was wearing personal proper equipment (ppe) consisting of gloves, glasses, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and found that the probe of the instrument was leaking. The fse traced the leak to the tubing passing through pinch valve vl4c. The fse replaced the tubing and the leak was repaired. The repairs were verified per established procedures. Failure mode: the cause of the leak was the tubing through vl4c. The failure mode identified has the potential to cause discrepant results for all parameters. A leak from vl4c will reduce the flow of diluent for internal probe cleaning introducing the potential for carryover. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).